Manufacturer narrative:
(B)(4). The suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (circuit fault, transducer fault alarm, and high positive end-expiratory pressure (peep)) while being tested on a test lung. There was no patient involvement associated with the reported event. The customer cleaned the exhalation valve, the flow sensor and the exhalation diaphragm. The customer performed a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing main printed circuit board (pcb) with kit.